Event description:
Client detected legionella in a mixer of the b5 bath. The arjohuntleigh technician has replaced a thermostat, but did not purge the system. No injuries have been reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration #9611530). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional info will be provided following the conclusion of the manufacturer's investigation.